Event description:
I inserted a minimed mio advance twice on my abdomen and once on my buttocks as recommended. All three times the infusion set made a small hole in my skin where the cannula was, which I noticed when I removed the infusion set each time after 2 days. I spoke to medtronic about my issue, and they said that the fast speed of the insertion of this infusion set is likely what caused this hole to form. The hole took about 2 months to close up. I currently weigh 106 pounds and have a low bmi which contributed to this issue. I cannot use the minimed mio advance or medtronic extended infusion sets since they are both the same type of insertion. Ref reports: mw5120165, mw5120167.